Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: the tip of the device has been broken accidentally by the pharmacist after the procedure. The analysis results for the el5ml device found that it was returned with the shaft broken. In addition, the piece of the shaft was returned in a plastic bag. Upon firing of the device, the tip of the advancer was noted broken causing that the clip did not fully advance into the jaw. No functional testing could be performed due to the condition of the device. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, 12 unformed clips were found inside clip track. One possible cause for the condition found is actuating the device when the jaws are not clear of the trocar. Actuating the device with the jaws closed may bend the advancer. Subsequent actuations or manual opening of the device may bend the advancer tip back toward its original position and break the advancer tip. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. The batch history record was reviewed and no defects, ncr's or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopy procedure, the device broke inside of the patient. It was impossible to reopen it to remove it through the trocar. Unknown how case was completed. There were no adverse consequences for the patient.